Event description:
Tech alleged that the bed is not going into trendelenburg position. No pt impact.

Manufacturer narrative:
The tech found the cause to be the limits interface cable is faulty. The tech replaced the limits interface cable to resolve the issue.